Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Customer's blood glucose level was 303 mg/dl. The customer loaded a new cartridge successfully and delivered a bolus.